Event description:
Customer reported via phone, the insulin pump had alarmed battery out limit and there where scratches on the screen. Customer was also hospitalized for low blood glucose of 33 mg/dl. Customer declined troubleshooting and wanted the device replaced by his doctor's recommendation. Customer experienced the low, fell and he hit his face. He was now stable and has agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification. The device passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No alarms were noted during testing. The esc button had intermittent button response due to flattened dome switch. The device had cracked case at the display window corners and scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.